Manufacturer narrative:
H3, h6: the device was used in treatment was not returned for evaluation, with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root cause may include an obstruction or component failure. No lot/serial number has been provided; therefore, a review of the device history is not possible. A complaint history review found further instances of the reported event. The associated risk files contain details relating to harm. However, as no harm has been alleged then additional review is not required. Instructions for use contains recommendations and precautionary statements for proper use of product. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, during surgery performed on (B)(6) 2021, the versajet plus assy, 45 degree x 14mm malfunctioned, the device did not performed tissue excision despite of the level of speed adjusted and all the troubleshooting was done. The procedure proceed with minimal surgical debridement and later then, autolytic debridement. The patient was not harmed. The procedure was completed without significant delays.

Manufacturer narrative:
H10: after further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that the versajet plus assy, 45 degree x 14mm malfunctioned, the device did not performed tissue excision despite of the level of speed adjusted and all the troubleshooting was done. The procedure proceed with minimal surgical debridement and later then, autolytic debridement. The patient was not harmed. The procedure was completed withouth significant delays. However, after further clarification and information received, it was determined that the issue does not meet the criteria to be reportable; and therefore, there was no serious injury. Moreover, if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury.